Event description:
The clinic reported that a laser vision correction patient presented post operatively with corneal ectasia and irregular astigmatism in the left eye which caused a rapid decrease in vision. The patient's lasik treatment was performed about 5 years earlier. The surgeon has sent the patient information to a specialist to determine if the patient is a candidate for crosslinking. The patients uncorrected visual acuity in the left eye is 20/400 and the best corrected visual acuity is 20/25.

Manufacturer narrative:
(B)(4). The clinic is reporting this patient experience only and did not request field service or clinical support. All pertinent information available to amo has been submitted.